Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmitter's power adapter prongs were burnt and there was no power. The transmitter with power adapter was replaced. There were no patient consequences.